Event description:
Carbomedice received a report of a holder attached to a carbomedics prosthetic heart valve breaking after it was attached to an instrument handle. The surgeon was bending the handle to adjust the angle of the valve for surgery when the holder broke. The surgeon continued with the surgery and successfully implanted the carbomedics valve. The broken holder was discarded after the surgery.